Event description:
It was reported that an asymptomatic patient presented in the hospital. It was noted that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.

Manufacturer narrative:
This supplemental report is to correct the previous reported information for the lead. The lead was not explanted but was capped.